Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. Customer technical support agent reviewed the potential causes for inaccurate delivery and determined that all basal and bolus deliveries were correct and as programmed. Review of potential cause for bg issues and potential causes for perceived inaccurate delivery issues did not identify any specific causes. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/27/2015 with the following findings: on investigation, the alleged inaccurate delivery issue was not verified in the black box or duplicated in the evaluation. Review of black box data showed last bolus delivered on the complaint date and last basal delivered one day after the complaint date. The total daily delivery added up correctly and reflected the user¿s programmed basal rates. No evidence of inaccurate deliveries was found. With the returned caps, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercises were executed without incidences. The pump delivery accuracy was within specifications. Bolus exercises were completed and recorded correctly.